Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right atrial (ra) lead exhibited high out of range pace impedance measurements, resulting in a lead safety switch (lss). A signal artifact monitor (sam) event was observed, resulting in the minute ventilation (mv) feature of the pacemaker being disabled due to noise and oversensing. Technical services (ts) indicated this appeared to be a lead issue rather than electromagnetic interference (emi) from a procedure. This ra lead remains in service. No adverse patient effects were reported. Additional information was requested from the field, however no further information was available at this time.

Event description:
It was reported that this right atrial (ra) lead exhibited high out of range pace impedance measurements, resulting in a lead safety switch (lss). A signal artifact monitor (sam) event was observed, resulting in the minute ventilation (mv) feature of the pacemaker being disabled due to noise and oversensing. Technical services (ts) indicated this appeared to be a lead issue rather than electromagnetic interference (emi) from a procedure. This ra lead remains in service. No adverse patient effects were reported. Additional information was received that this ra lead was capped and replaced. No additional adverse patient effects were reported.